Event description:
It was reported that during a low anterior resection procedure, the tissue pad was separated in two parts (nothing fell into the patient). Error 5 was also displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Information not available, device not returned for analysis.